Event description:
It was reported that the patient underwent an anterior lumbar interbody fusion (alif) at l4-5 and l5-s1 using a peek cage and rhbmp-2/acs on multiple levels (l4-5 and l5-s1). After this procedure, the patient continued to experience significant back pain with bilateral leg pain, especially in the right leg. Follow-up CT scans show an extruded disc fragment above the level of the fusion at l3-4, and at l5-s1 the scans showed a large osteophytic bony bridge that impinged upon the right s1 nerve root. The patient has undergone extensive medical treatment, including having to undergo an additional surgeries on (B)(6) 2012 and again on (B)(6) 2012. Reportedly, the patient has never recovered from his surgery and injuries involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living. The patient reportedly suffered injuries and damages, including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2009: post-op abdomen x-ray was negative.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.